Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, press plug, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own with the safety on during an intracervical procedure. The case was completed. There were no adverse consequences reported as a result of this event.